Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a faulty force sensor. The pump passed the displacement test. The motor was tested outside of the device and it passed. The pump was received with a cracked case at the display window corners, a cracked belt clip slot, minor scratches on the lcd window, and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump kept alarming motor error alarms. Customer was unable to clear the alarms. Customer's blood glucose was unknown. Customer was able to rewind the device. Customer reported the device prompted the customer to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.